Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that their hcp confirmed that their implanted ins or the recharger paddle has caused advanced arthritis to their right hip. Pt commented that their left hip does not have arthritis at all. Pt explained that sometime in 2020 they began to develop arthritis in their right hip and it has progressively worsened and in early 2021 began to affect their knee. Pt stated they have been using a crutch to support their right side. Pt said their hcp is now recommending a hip replacement. Pt stated they're scheduled to have an MRI today to determine the extent of the damage caused to their right hip. Pt also noted that they had x-rays and a CT scan done on (B)(6) 2022 and the x-rays showed stress fracture in their right hip thought to be caused by the advanced arthritis. Pt stated they will be meeting with a surgeon tomorrow to discuss the hip replacement. Pt also stated they lost their controller and spoke with sunmed earlier today. Pt stated pats was closed at the time but an agent by the name of "(B)(6)" at sunmed told pt they would escalate the situation and send an email to pats management. Pt also commented that they spoke with someone pt claimed was a mdt rep ,  and was instructed to contact pats during business hours. Pt was a bit hard to follow and patient services (ps) did their best to clarify information provided by pt. Pt did not know reps last name but said they spoke with them yesterday via phone. Pt stated a mdt was supposed to meet them at their house today to charge their ins and place them in MRI mode before their MRI this afternoon and so far, pt has not heard from a mdt rep. Ps reviewed information and offered to send an email to the field for visibility. Pt confirmed they now see dr. (B)(6) (first name asked/unknown) at (B)(6). After ps disconnected from the phone call with pt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.